Event description:
Customer reported 2 false negative results using cue covid-19 test for home and over the counter (otc) use. (See related cases (B)(4) for additional reported false negative result). This report is for 1 false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 19741f, cartridge sn (B)(4), and cue reader sn (B)(4). The customer tested positive for covid-19 with an unspecified rapid test and detect covid-19 molecular test, test dates are unknown. The customer confirmed the test cartridges were stored according to the package insert and they did not exhibit any symptoms. The customer stated they would test via pcr test but was unresponsive to attempts to collect addition information such as pcr result, test date, and brand.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.